Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that during a follow-up at a nursing care facility, the lead was found to exhibit high impedance and high capture thresholds. No further information is available.